Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2013. Low impedance was observed on (B)(6) 2014.

Event description:
It was reported that the vns patient underwent lead replacement surgery on (B)(6) 2014 due to low impedance. The explanting facility discarded the explanted device; therefore, no analysis can be performed. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Review of the available programming and diagnostic history.